Event description:
It was reported that during preparations for a percutaneous coronary intervention treatment procedure, stent dislodgement occurred. The physician advanced a 2.50mmx16mm promus element stent delivery system along a non-bsc guide wire and it was difficult to advance the device. The 2.50x16mm promus element was unable to be advanced into the patient. The physician attempted to remove the device but it became stuck on the non-bsc guide wire before insertion into the patient. The physician successfully removed both devices together, as a unit. It was noted that the stent dislodged during preparation for the procedure. No additional patient complications were reported and the patient's current condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found the stent delivery system (sds) was returned to the complaint investigation site with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was returned and had no damage. A visual and microscopic examination identified that the tip of the device had detached and the lumen was severely kinked and stretched. A pigtail mandrel could not be inserted into the device due to this damage. Kinks were also present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparations for a percutaneous coronary intervention treatment procedure, stent dislodgement occurred. The physician advanced a 2.50mmx16mm promus element stent delivery system along a non-bsc guide wire and it was difficult to advance the device. The 2.50x16mm promus element was unable to be advanced into the patient. The physician attempted to remove the device but it became stuck on the non-bsc guide wire before insertion into the patient. The physician successfully removed both devices together, as a unit. It was noted that the stent dislodged during preparation for the procedure. No additional patient complications were reported and the patient's current condition was good.